Event description:
On (B)(6) 2014 nsk america received a repair request for 3 handpieces of the same model (model ti-max z95l, s/n (B)(4), s/n (B)(4), s/n (B)(4)) that indicated that patients may have been burned by the subject handpiece. The handpieces were forwarded to the manufacturer for testing and analysis on (B)(6) 2014. The dentist was not sure which of the above listed z95l was the actual one that burned the patient. We submitted the MDR report for s/n (B)(4) under the reporter #1422375-2014-00019 on (B)(6) 2014. We are now submitting a report for s/n (B)(4) since we found out that an MDR report must be submitted for each individual serial number. We submit a report for s/n (B)(4) as well under the report #1422375-2015-00004. Letters requesting additional information regarding the event have been sent to the dentist by traceable means on (B)(6) 2014 (delivery confirmed on (B)(6) 2014) and (B)(6) 2014 (delivery confirmed (B)(6) 2014). As of this report no additional information has been received.